Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation. Suture loop indentations were observed on leaflets 1 and 3 near commissure 1, and on leaflets 1 and 2 near commissure 2. This indicated the suture was looped around commissures 1 and 2. The indentations near commissure 2 appeared wider as compared to the indentations near commissure 1. Suture holes were visible around the sewing ring. X-ray demonstrated wireform intact and commissure 3 bent. Customer reported of stenosis was visually confirmed due to leaflet restriction caused by suture loop. Report of eccentric insufficiency could not be confirmed. Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and may require subsequent re-intervention. Most cases of suture loop noted intra-operatively are corrected and do not lead to serious injury or death. Based on the information received surgical technique likely contributed to the event.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received, the cause of the event remains indeterminable. Attempts to retrieve additional information were unsuccessful. If additional information is received, a supplemental MDR will be submitted.

Event description:
Edwards learned the aortic valve implanted in the mitral position was explanted after an implant duration of two days. It was reported there was "unexplained increase in eccentric insufficiency (neither central nor para-valvar), and increased stenosis gradient over a 2 day period not observed at the time of initial implantation, as documented on intra-operative tee and post-operative transthoracic echos." The valve was implanted off label in the mitral position, the patient was 13 years of age. The explanted valve was replaced with a 21mm non-edwards valve. The patient expired following complications from heart surgery on post operative day three.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) review could not be performed as the serial number is unknown. Bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration or endocarditis. These are typically due to patient factors such as age, gender, and prior medical history. Without additional information or return of the device the clinical observation cannot be confirmed and cause remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned a (B)(6) patient with a 23mm aortic valve implanted in the mitral position was explanted due to unknown reasons after an unknown implant duration. That was explanted after an unknown implant duration for unknown reasons. No additional information was provided.